Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert lists under precautions, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent reverse total shoulder arthroplasty on (B)(6) 2013. When the surgeon was inserting the screws into the reverse baseplate, the tip of the driver fractured off inside the screw head and is retained in the patient.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device found evidence that instrument fractured due to improper torque.